Event description:
This report is being sent with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found damage on the insulation that was consistent with electro-cautery at explant. It was also noted that there was a trace of calcium on the distal anode and cathode rings. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements were within normal limits indicating no shorts between conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the report of loss of capture.

Event description:
It was reported that this left ventricular (lv) lead had been non-functional for some time, and was recently explanted and replaced with a epicardial lead due to loss of capture. A new lead was implanted, and no additional adverse patient effects were reported.